Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 1.14 ml std bore leakage occurred. The following information was provided by the initial reporter: leakage from marked point.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 1.14 ml std bore leakage occurred. The following information was provided by the initial reporter: leakage from marked point.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-04. Investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was not confirmed upon testing of the sample. The sample underwent our internal leakage testing and no signs of leakage were observed. Bd cannot confirm a manufacturing related root cause of the failure since the reported defect was not confirmed during testing. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 1.14 ml std bore leakage occurred. The following information was provided by the initial reporter: leakage from marked point.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 1.14 ml std bore leakage occurred. The following information was provided by the initial reporter: leakage from marked point.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photo. No damages or defects that could have contributed to a leakage failure were observed in the photo. It is necessary for the used sample to be returned to properly investigate the reported failure. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.